Event description:
No additional information.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. One sample and two photos of 5ml eurographics syringe were received by bd. A quality engineer was able to review the sample and photos from lot #3116123 regarding item #309649. The syringe was received in a sealed package with all applicable product information. The barrel is missing all scale markings. Both photos show a package with one showing the top web side with all applicable product information and the other from the clear web side showing the missing print condition as described previously. The condition observed is non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided batch number 3116123 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had a scale marking issue. The following information was provided by the initial reporter translated from polish to english: "we have a signed contract with you (212/2023/dz) for syringes three-piece syringes. Unfortunately, more and more often especially in 5 ml and 10 ml syringes it happens that the printed scale is missing and therefore they cannot be used. Please pay very close attention to this because it generates additional costs associated with not using defective syringes. If there is a chance then please send an additional package of 5 ml syringes as part of the complaint. A photo of the syringe is attached."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.